Event description:
During gamma3 surgery, the step drill did not go through the nail hole because the step drill interfered with the internal hole. The surgeon extracted the nail and confirmed that the lag screw hole had scraps. The surgeon exchanged the nail for a new one. The new nail passed through the step drill smoothly. There was a 10 minute delay in the surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The right bridge of the proximal nail hole was damaged by a lag screw step drill; the function test revealed that the nail was not completely tightened to the target device; the connection profile of the nail had no contact to the profile of the target device and the nail was placed with approx. 10° distortion. Scratches and deformations on the nails connection profile shows that the nail was rotational moveable. The operative technique for the gamma3 system includes that the nail must be fully tightened to the target device; the user has to check whether the connection pegs has completely contact and the nail holding screw is completely screwed in. Furthermore all nail holes (proximal and distal) shall be checked prior every surgery. The actual case is attributed to a deviation from the operative technique caused by the user. No non-conformity identified.

Event description:
During gamma3 surgery, the step drill did not go through the nail hole because the step drill interfered with the internal hole. The surgeon extracted the nail and confirmed that the lag screw hole had scraps. The surgeon exchanged the nail for a new one. The new nail passed through the step drill smoothly. There was a 10 minute delay in the surgery.